Event description:
It was reported that the caller stated patient temperature (pt) was at targeted temperature (tt) of 36c and there was a sudden spike of patient temperature (pt) to 36.5c in an arctic sun device. The device seems to have over cooled the patient to 34.8c. Rectal probe in use with as. Esophageal bedside reads 33.8c. When swapped them around, they both read 34.3c. Explained there might be an issue with the temperature in cable and had flex cable. Patient temperature (pt) stayed stable on device. Water temperature (wt) was 42c, flow rate (fr) was 3.2lpm, patient was 80kg with medium pads, well covered not blankets or bair hugger in place. Discussed heat generation and medication overshoot, but nurse did not believe either of these are a factor. Discussed counter warming measures. Advised not to make any changes to the machine, take counter warming measures if protocol allows, call back if any alerts or alarms or sudden changes in patient temperature. They would call back in 2 hours to follow up. Customer called back while was at lunch and relayed the device was responding appropriately now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device seems to have over cooled the patient to 34.8c. Rectal probe in use with as. Esophageal bedside reads 33.8c. When swapped them around, they both read 34.3c. Explained there might be an issue with the temperature in cable and had flex cable. Patient temperature (pt) stayed stable on device. Water temperature (wt) was 42c, flow rate (fr) was 3.2lpm, patient was 80kg with medium pads, well covered not blankets or bair hugger in place. Discussed heat generation and medication overshoot, but nurse did not believe either of these are a factor. Discussed counter warming measures. Advised not to make any changes to the machine, take counter warming measures if protocol allows, call back if any alerts or alarms or sudden changes in patient temperature. They would call back in 2 hours to follow up. Customer called back while was at lunch and relayed the device was responding appropriately now. A DHR review is not required as the lot number is unknown. The lot number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated patient temperature (pt) was at targeted temperature (tt) of 36c and there was a sudden spike of patient temperature (pt) to 36.5c in an arctic sun device. The device seems to have over cooled the patient to 34.8c. Rectal probe in use with as. Esophageal bedside reads 33.8c. When swapped them around, they both read 34.3c. Explained there might be an issue with the temperature in cable and had flex cable. Patient temperature (pt) stayed stable on device. Water temperature (wt) was 42c, flow rate (fr) was 3.2lpm, patient was 80kg with medium pads, well covered not blankets or bair hugger in place. Discussed heat generation and medication overshoot, but nurse did not believe either of these are a factor. Discussed counter warming measures. Advised not to make any changes to the machine, take counter warming measures if protocol allows, call back if any alerts or alarms or sudden changes in patient temperature. They would call back in 2 hours to follow up. Customer called back while was at lunch and relayed the device was responding appropriately now.